Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The surgeon was performing a partial knee arthroplasty using the robotic arm interactive orthopedic system (rio) when the black magnet fell off, causing the handpiece to stop working.

Manufacturer narrative:
Reported event: anspach emax 2 plus burr motor handpiece stopped working after small black magnet fell off. Method and results: device evaluation and results: no device inspection could be completed as the product was not available for evaluation. CAPA (B)(4) has been initiated to address missing product. Device history review: not performed as the anspach emax 2 plus burr motor is an OEM product. Complaint history review: based on the device identification, the (B)(6) complaint databases were reviewed from 2011 to present for similar reported events regarding anspach emax 2 plus burr motor handpiece stopped working after small black magnet fell off failure of p/n: 110940, s/n: (B)(4). There have been no other similar events for the referenced serial number. Trend request for this part number has been submitted (trend request #737). Conclusions: the failure mode could not be confirmed because the part was not available for evaluation. If device and/or additional information become available, this investigation will be reopened. Corrective action/preventive action: as the event did not involve a manufacturing related product problem indicating a non-conformity, adverse trend, or unanticipated hazard, no corrective action is required at this time. Trend request #737 has been initiated to continue to monitor for events related to this device. The device was not returned for evaluation.

Event description:
The surgeon was performing a partial knee arthroplasty using the robotic arm interactive orthopedic system (rio) when the black magnet fell off, causing the handpiece to stop working.